Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low, out of range pacing impedances and noise. The noise was reproducible. A fracture was alleged. A lead revision procedure was performed and the pace/sense portion of the lead was capped. Additional information from the local field representative (fr) indicated that they were not able to confirm a fracture on fluoroscopy. No adverse patient effects were reported.